Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached video, it was observed that the sample are still inflated. However, from the video it was looked like user had used syringe not luer tip and user had put pressure on catheter which can cause collapse lumen. User handling method on the catheter not as per instruction mention in IFU. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.''

Event description:
It was reported that the liquid did not return from the foley catheter balloon once filled. Per follow-up information received from ibc on 21jan2022, stated that there was no injury reported to the patient. The device was used on the patient but it was removed after it did not worked properly and a new product was used.

Event description:
It was reported that the liquid did not return from the foley catheter balloon once filled. Per follow-up information received from ibc on 21jan2022, stated that there was no injury reported to the patient. The device was used on the patient but it was removed after it did not worked properly and a new product was used. Per follow-up information received from ibc on 09aug2022, stated the customer had continually been reporting defective catheters, since they state that the liquid did not return from the balloon once filled. The customer informed the reports started from 21dec2021 however, they did not have more information regarding the events and it was not possible to inform the exact day of the reports.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Based on the attached video, it was observed that the sample are still inflated. However, from the video it was looked like user had used syringe luer lock type and user had put pressure on catheter which can cause collapse lumen. User handling method on the catheter not as per instruction mention in IFU. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.'' The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the liquid did not return from the foley catheter balloon once filled. Per follow-up information received from ibc on 21jan2022, stated that there was no injury reported to the patient. The device was used on the patient but it was removed after it did not worked properly and a new product was used. Per follow-up information received from ibc on 09aug2022, stated the customer had continually been reporting defective catheters, since they state that the liquid did not return from the balloon once filled. The customer informed the reports started from 21dec2021 however, they did not have more information regarding the events and it was not possible to inform the exact day of the reports.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. All 20 returned samples did not fail to meet relevant specifications. The products had not caused the reported failure. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." The actual/suspected device was inspected.